Manufacturer narrative:
Insulin pump was received with missing segment/partial display due to cracked lcd zebra connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to cracked lcd zebra connector. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a line going down the middle of the screen. The insulin pump alarmed failed battery test. The insulin pump did not have any missing segments on the blank screen. Customer's blood glucose level was 151 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.